Manufacturer narrative:
The reported event of ¿noise did result in some inappropriate mode switching¿ was confirmed. A partial lead was returned in two pieces. The lead was examined visually, an abrasion was found on the external insulation, exposing the outer coil. Electrical testing was normal with no anomalies found. The cause of the reported event was due to the outer coil became exposed from friction with another device or a part of the patient's body.

Event description:
It was reported that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right atrial lead was explanted and replaced due to lead noise. There were no patient consequences.

Manufacturer narrative:
Correction: the correct implant date should have been (B)(6) 2018.